Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that the cec determined the event as not related to the riptide and phenom 21.

Event description:
Medtronic received information reporting that a patient underwent a mechanical thrombectomy procedure in which a react-68 microcatheter and a solitaire x device were used. The initial clot was located in the right middle cerebral artery m1 segment. Baseline nihss was 20 and aspect score was 4. After 3 passes the mtici score was 2b. During the procedure the site reported distal embolization in the right m2 segment in passes # 2 and 3 which required additional passes for thrombectomy. At post-procedure 24-hour following imaging, computer tomography (CT) revealed expansion of the index infarction with mass effect and midline shift of 2mm. Neurological deterioration was observed with nihss score of 30. This event was considered life-threatening. It was noted the patient passed away with cause of death being reported as bronchial aspiration and other worsening of respiratory system. Events were not considered to be related to the procedure or the devices used in the procedure at the time of the initial report. Additional information received indicated the patient experienced arterial hypotension during the procedure on (B)(6) 2021. Unspecified treatment was provided which resolved the hypotension, and it was reported to be related to the procedure in general. There was no malfunction of the solitaire or react catheter during the procedure. Patient medical history included atrial flutter or atrial fibrillation, hypertension. Additional information was received indicating the cec adjudicated event as a casual relationship to the procedure and possibly related to the react and solitaire devices. Additional information received reported that cec assessed the event as also possibly related to the riptide and phenom 21 catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there were no device deficiencies encountered during the index procedure. It was answered "no" when asked what additional information was assessed by the cec during readjudication to determine the updated causality to possibly related to the riptide and phenom 21 catheter.